Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A quote was issued for calibration and software update but has not been approved at this time.

Event description:
The hospital reported that there was a software error. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that the system would not get past the self test preventing use of the system. This is not a reportable malfunction. This event is not reportable.